Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b5, b6, b7, d1, d4( model#, catalog#, lot#, serial#),d10, h6 (clinical & impact code). It was reported that the cardiosave intra-aortic balloon pump (iabp) had the helium tank was delivered to them empty -order no (B)(4), bar code y228188 printed label on bottle lot number 320612. The customer reported this late as there was confusion with a "lost" helium bottle which was later found to have been delivered on time to them but misplaced by them. There won't be a service order since there was no record of getinge field service engineer (fse) visiting the site. From the good faith efforts, it states that there was no part replaced and there won't be a service order. All safety checks were carried out. There was no patient ivolvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)units helium tank was delivered empty. There was no patient involvement.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp)units helium tank was delivered empty.